Manufacturer narrative:
Results: the catrx was kinked approximately 51.0, 52.0, and 192.0 cm from the hub. The guidewire lumen was fractured from 191.0-192.0 cm from the hub, approximately 7.0 cm from the distal tip. Conclusions: evaluation of the returned catrx revealed a kink and guidewire lumen tear near the distal tip. It was reported the patient anatomy was very tortuous. If the guidewire and catrx are advanced or retracted independently while the guidewire is outside of the non-penumbra sheath it may contribute to difficulty experienced. If the guidewire is forcefully manipulated within the guidewire lumen at a bend in tortuous anatomy, the catrx guidewire lumen may become damaged. Further evaluation revealed kinks near the midshaft of the devices. The device was being used with a non-penumbra short sheath. If the tortuous anatomy occurred where the catrx exited the sheath, damage such as these kinks may result. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the tibial and popliteal arteries using an indigo system cat rx kit (kit). It was noted that the patient's anatomy was very tortuous. During the procedure, while using an indigo system cat rx aspiration catheter (catrx) and a non-penumbra sheath to pass into the patient¿s foot, the physician experienced resistance and subsequently, the catrx broke at a bend; therefore, it was removed. The procedure was completed using another catrx and the same sheath. There was no report of an adverse effect to the patient.